Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product vega ps gliding surface. It was reported on (B)(6) 2019 that there was a suspected loose vega tibial baseplate which caused dr. To revise the patient's total knee arthroplasty (tka). Tibial baseplate was only fixed to bone in the posterior lateral corner - dr. Was able to slide a narrow osteotome between the bone and baseplate before wiggling it loose. There was no cement affixed to the implant. Surgeon also removed the femoral component. There was no cement noted on this implant either. A revision surgery was necessary. Additional information was not was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00643 ((B)(4) - nx053z), 9610612-2019-00645 ((B)(4) - nn260p), 9610612-2019-00646 ((B)(4) - nx009z).

Manufacturer narrative:
Investigation results: the provided devices were decontaminated internally according internal standards. Overview of the provided devices: during the investigation 2 leading components were identified. The two remaining components are involved components. Leading components: 9610612-2019-00643 ((B)(4) - nx053z) 9610612-2019-00646 ((B)(4) - nx009z). Involved components: 9610612-2019-00644 ((B)(4) - nx120 - vega ps gliding surface t2/2+ 10mm - 52312839) 9610612-2019-00645 ((B)(4)- nn260p - plug f/tibial plateau - 52331173). The available components have been examined visually and microscopically. The available tibial component and femoral component show no abnormalities or serious visible damages in the delivered condition, the tibial component shows partly bone cement adhesion. The femur component shows only little residues of bone cement adhesions. The gliding surface of the meniscal component shows hardly visible scratches and imprints. The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Based on the information available as well as a result of our investigation the root cause of the failure is probably usage related. There are no hints for a material problem. According to the quality standard and device history records files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement are: · the processing time of the used cement was exceeded · wrong temperature · unfavourable storage · the age of the cement · wrong handling with the cement.